Event description:
Report received of a tubing "splitting" while in use with an acclaim encore pump with no pump alarm. The fluid infusing and the pump settings were not known. It was reported that the tubing "split" below the lower y-site. There was no pump alarm. There was no bleedback or blood loss. The tubing was replaced and therapy was continued using the same IV pump. There was no reported adverse effect to the pt. Though requested, there was no further info available.